Event description:
Without any health care professional touching the controls to operate the machine's c-arm, the c-arm moved causing its collimator to hit a nearby table and also knock the pt onto the floor. The child required radiological procedures to evaluate for head and neck injuries.